Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the core. The system was tested and verified as ready for use. Isi has received the core for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report experiencing a power shutdown of the system. The customer stated that it happened twice during their case. Tse verified logs and found errors indicating the power distributor for the tower was failing. No known impact or patient consequence was reported.